Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 12 infusions set fell off during use event on (B)(6) 2024. Insertion was cleaned, air-dried and free from hair. Infusion set has been used for 1- 2 days. The blood glucose level was 160-180 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10290 - device 11 of 12.